Event description:
Two separate events - blood titers were being drawn on two separate individuals using bd needle 21g x 1 1/4" with a pink safety needle closure device attached. Blood was placed in vacutainer. After blood draws were complete, the nurse went to close the safety needle device over the exposed dirty needle. This was done by stroking it against the edge of the table. Each time the pink closure device fell off the needle to the floor leaving the exposed needle. No one was injured.